Event description:
The customer called and stated the device was reading the blood glucose in the 400's mg/dl. Customer administered 10 units of insulin and about three hours later felt bad. Customer used the device and obtained a result in the 400's mg/dl. Customer called the ambulance and when the emt's arrived they checked the glucose and the level and 61mg/dl. Customer was treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.